Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that last week they had an MRI and the MRI technician turned off the system completely and when the patient got back home from the MRI the therapy seemed to not be working properly. The patient said they had been having constant urination, especially during the night, which they hadn't had in years since they had the device implanted. Agent walked patient through connecting to their settings and patient was on program 7 at 1.3ma. The patient increased the stimulation to 1.6ma where they felt stimulation comfortably in the bicycle seat area. The patient will maintain stimulation and monitor symptoms and follow up with managing physician as needed.